Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in retry mode. The technical support specialist (tss) restarted the data synchronization services, cleared the retry mode and the station start communicating. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the client indicated that the station sn (B)(6) had been in retry mode since (B)(6) 2025. In the logs, there was this error webservermonitor - error obtaining context data from syncserveraddresschanged system.servicemodel.faultexception. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.